Event description:
Procedure went according to plan. Surgeon asked advise from the representative on bearing surfaces. Specifically whether he could put a metal head onto the femoral component to run on a ceramic liner in the acetabular component (pinnacle cup with ceramic liner). Representative confirmed it was acceptable. After the procedure, the representative checked the information to find that this combination was contraindicated. The surgeon was informed and the patient reoperated to correct the bearing combination to ceramic on ceramic.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no trend associated with the lot code, product code, or issue type for this failure mode. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.